Event description:
During inflation the balloon burst occured longitudinally at 16atm. The balloon was successfully retrieved without complication.

Event description:
Follow-up report to submit additional information not known at time of initial submission.